Event description:
It was reported that 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% tip cap was missing. This was discovered before use. The following information was provided by the initial reporter: material no: 306575 batch no: 9234901 it was reported that tip cap was missing on saline syringe. Verbatim: product not used as no cap on the end so unusable¿.nurse noticed the missing cap before the package was opened. Nurse noticed the missing cap before the package was opened.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/23/2020. H.6. Investigation: a device history record review was performed for provided lot number 9234901 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, the tip cap was observed missing from the syringe. To further investigate this issue, two shelf cartons of additional retained samples belonging to the same lot number were obtained from the manufacturing facility. The retained samples were examined and all of the syringes had tip caps. It has been determined that this incident resulted from a failure in the tip cap detection system. The quality procedure will be updated to add an additional sensor challenge during the last step of the production process prior to packaging in order to further prevent the chance of this defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% tip cap was missing. This was discovered before use. The following information was provided by the initial reporter: material no: 306575, batch no: 9234901. It was reported that tip cap was missing on saline syringe. Verbatim: product not used as no cap on the end so unusable¿.nurse noticed the missing cap before the package was opened. Nurse noticed the missing cap before the package was opened.